Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The pump was received with operating currents within spec. The pump passed self-test, error test, rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. There were no traces of moisture noted at electronic or motor assemblies per visual inspection. The pump was received missing end cap sticker and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of moisture damage on the screen of the insulin pump. The customer's blood glucose reading was 6.2 mmol/l. The customer stated that the moisture damage on the screen happened about 2 months ago. The customer stated that there is fluid under the lcd display. The customer stated that there are no cracks on the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.